Event description:
Diabetic testing devices I contacted us med (united states medical supply) by phone in (B)(6) of 2024. The reason was that when I tested the test strip vial/container, (as per instructed when I first received my meter) it didn't fall into the range printed on the outside of the container. The question I had was that I didn't know what to do. They asked if I had contacted prodigy. When I said no, they transferred me. Prodigy asked how long I had the meter. I said that I couldn't remember the year, but it was the original one and it had been years. Upon my answer, they responded with the conclusion that it was under warranty and would send one to me. After about 10 days, I called the phone number I had. It was us med (B)(6) and told them that I was supposed to receive a new meter but had not yet received it and asked if they could check on it. He wanted to know my info again and looked up my meter and said I qualified for another meter because it had been so long. I said at that time that I certainly didn't need 2 new meters. After several calls, they (prodigy) convinced me that I was entitled to have the meter and to send back the original one at my convenience. It took a while but I received 2 meters at different times within a week of each other. I tested them both and they didn't fall into the range either. (It was a newly opened container of test strips, by about a week, at that time.) One of the conversations with a female from their company was a "what moment" for me. She said that you don't test all the time. You only test when you have a reading that is extremely different from your other tests like (I don't remember the exact numbers) 115 and them 200 the next day. I responded with words to the effect of ..."wait a minute. I have only been testing each container upon opening for the first time. Ughh". In another conversation, another female said that I was to return my original meter to them at my convenience because they had determined that mine was defective. I haven't left the house but for two doctor appointments so I still have all 3 meters. Oh, also she said they tested the meter and that the one they sent worked fine. Hmmm. Therefore, I have been testing once a day all 3 meters with the same blood puncture of my fingers. Below you will see what I saw. I did take a few pictures along the way for more proof, if needed, to make my point that something is definitely wrong. I've stopped testing since I don't believe any results now. New meter #1 orig. M new meter #2 116, 128, 131. Day 1, 115, 137, 138, 136, 128, 118, 201, 207, 198, 127, 131, 142, 134, 149, 167, 173, 171, 196, 203, 217, 206, 146, 147, 146, 210, 247, 191, 178, 186, 189, 176, 183, 198, 143, 148, 175, 140, 171, 166, 130, 137, 133, 147, 150, 162. Day 16 prodigy serial numbers: new #1 (B)(6), original- (B)(6) new #2 -(B)(6) at least, the new ones should read the same. When I contacted medicare the rep said just send them back to the company because (B)(6) paid for them. My frustration is that people don't have more than one meter usually, so how can they be assured they are accurate? To me, it's a waste of money to send out meters that aren't reliable but great at making money for someone. I do have a few pictures but I don't know how to get them out of my phone for here. Pt:4582. Device:1535. Reference reports: mw5174382, mw5174383.

Event description:
Additional information received for mw5174381 on september 19, 2025, to change the name of the manufacturer.